Event description:
The facility reported a colleague infusion pump with the reported condition of display issue. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 8:11:00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during sample evaluation. The assignable cause was determined to be faulty main display. The main display was replaced to fix the reported condition. A service history review revealed that this device has not been serviced prior to this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted if any additional details become available.

Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions found during manufacturing.